Event description:
Pt claims that while using k500, the unit over-ran its setting of 65 degrees flexion and continued to 130-140 degrees. Pt was unable to stop unit using hand held control, "the unit did not respond." Pt was unable to be released from the bindings in a timely manner. Pt 2 1/2 weeks post-op for total knee. Surgeon told pt that this caused the upper prosthesis of their knee replacement to break free and fracture their femur.